Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit gave low spo2 when placed in patient. It was unknown what readings presented and if the low readings were spo2 or pulse rate readings. There was no patient harm.